Event description:
Anastomotic leak- patient had low rectal cancer, but received no chemo or radiation treatment prior to surgery. Surgery was done to remove the cancer (lar (tme)) procedure. A drain was put in and 4 days later, the drain contained stool, confirming a leak. Patient was taken back to surgery and diverted. Patient is doing fine.

Manufacturer narrative:
No correction or remedial actions - leaks are common anticipated adverse events in this kind of procedure.